Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k092313.

Event description:
According to the event description: "a pump from lumby vets error description is: delivering higher volume than set".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688n030005. The history files were read out and analyzed. The customer specifies no date as the date of the incident. Therefore the last therapy was analyzed. (B)(6) 2026 at 20:20 a b. Braun omnifix 30ml syringe was selected. The syringe was filled to approx. 18,5ml. Vtbi was set to 20ml. Drug short name was dexmed. The therapy started with dose calculation and a delivery rate of 1,92ml/h at 20:10. One day later at 00:38, the dose rate was set from 0,5 to 0,75 microgram/kg/hour. At 1:24 the therapy was interrupted by user. 10,45ml were infused in total. No abnormalities can be found in the device history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, the production seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The device was in a clean state and no damages could be found. Functional inspection: a functional test was performed. The device passes the self-test. A syringe (b.braun ops 50 ml) was inserted. The pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +1,14%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. The deviation of the flow rate was inside the tolerance of the device. The device was disassembled. No damages or soiling could be found. The reported defect could not be confirmed. Summing up all tests, the perfusor space operated within our specification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.